Manufacturer narrative:
Explant was reported due to pannus formation. The investigation found that there was circumferential pannus ingrowth on the inflow and outflow surface of the valve which extended onto the base of the leaflets. The free edge of leaflets 1 and 3 were folded. No acute inflammation or significant calcifications were present. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The pannus noted would have contributed to the stenosis reported. The selected valve size (19 mm) larger than the replacement valve (17 mm) is possible evidence of oversizing, which could have contributed to the pannus formation.

Manufacturer narrative:
Explant was reported due to pannus formation. The investigation found that there was circumferential pannus ingrowth on the inflow and outflow surface of the valve which extended onto the base of the leaflets. The free edge of leaflets 1 and 3 were folded. No acute inflammation or significant calcifications were present. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The pannus noted could have contributed to the stenosis reported.

Manufacturer narrative:
Further information regarding this event has been requested. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2012, a 19mm trifecta valve was successfully implanted in the patient. On (B)(6) 2020, the valve appeared stenotic due to a large pannus ingrowth below the suture ring and the patient experienced difficulty breathing. The leaflets appeared normal, but the pannus was so bulky that a replacement was needed. The trifecta valve was explanted and replaced with a regent heart valve w/flex cuff. The patient remained stable during the procedure, they did not experience any serious injuries and there was no clinically significant delay in the procedure. The patient was stable after the procedure.